Event description:
It was reported that a device was used during a esophagectomy. It was reported by the affiliate that on 12/15/1998, the ect75 instrument was used during the esophagectomy and the surgery went well and the pt was closed. On 12/16/1998, the pt became very sick and was reopened. There was a lot of bile in pts abdomen. A leak was found where two staple lines crossed. This was the site of the anastomosis where it was stapled to the stomach. On 12/22/1998, the pt expired. The rep reports that it was the resident who fired the stapler, however, the surgeon was confident it was done correctly. No lot number was recorded, nor was the instrument saved from surgery. More info to follow as the surgeon's name is not known.